Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported a button error on her daughter's insulin pump. Customer was trying to bolus and she had to change the battery. After replacing the battery, the device alarmed button error. Customer's blood glucose is 283 mg/dl. Customer was wearing the device and may have sweated on it. There appears to be moisture under the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.